Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable, and the programmer displayed the end of life (eol) message. It was noted that patient used high burst settings. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Effective therapy was restored post-op.